Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure the surgeon could not maneuver the small grasping retractor instrument when dissecting the small pelvis. There were 5 lives left. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.